Event description:
It was reported that there were high thresholds, and positioning/fixation difficulties during repositioning. The lead was explanted. No patient complications have been reported as a result of this event. The device was also returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: lfg078517v outer insulation breached; full lead was returned for analysis. A suture was tied very tightly to the lead body at implant and this most likely contributed to the breach in the outer insulation. Evaluation summary: actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.